Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/12/2016 phone call, 1/12/2016 e-mail, 1/19/2016 e-mail. The hospital reported during the case, the flow sensors were replaced, the unit then ventilated as designed.

Event description:
The hospital reported the unit alarmed 'cannot drive bellows' and 'tidal volume not delivered' during a case. The bellows are at the top of the chamber and are not moving. No report of patient injury.